Event description:
Husband reported the customer experienced extreme hypoglycemia that required outside intervention on (B)(6) 2013. Her blood glucose was 124 mg/dl before she went to sleep. Her husband woke up around 3:00 a.m. And found her in the bathroom tapping her head on the floor. Her blood glucose was 28 mg/dl, and her husband contacted the paramedics. Paramedics treated her with glucose and transported her to the hospital. She was admitted to the hospital for a couple of days, and it unknown what treatment she received for hypoglycemia while there. She was taken off the infusion device and placed on insulin injections. She remained on insulin injections until she passed away on (B)(6) 2014 due to a heart attack and kidney failure. Her husband believes the insulin delivery of the infusion device was inaccurate at the time of the adverse event. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.